Event description:
It was reported that the caller did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence, and their blood glucose level was indicated as "high," though no specific value was known. There was no adverse impact on the customer's blood glucose level. The caller had not taken any action to address the high blood glucose and did not require assistance from a third party. Technical support instructed the caller to fill the tubing until the total reached 30 units and provided guidance to disconnect the tubing at the t: lock to complete the filling process.